Manufacturer narrative:
Investigation pending.

Event description:
Customer reported unexpected low triage d-dimer result vs ultrasound. Pt was tested using the triage d-dimer test with an unexpected low result. The pt was symptomatic of blood clots and bilateral dvt was confirmed by ultrasound. Pt was treated for dvt based on the ultrasound. No treatment was held due to the low triage d-dimer result. No further pt info was provided. All controls that were run passed using this lot of product. There were no other questionable results that the caller was aware of.